Event description:
It was reported the patient received the following results within 15 minutes: 150 mg/dl, 200's mg/dl and 300's mg/dl. Moreover, the patient reported that on one occasion, after a high blood glucose result of 340 mg/dl was displayed on the meter, he administered a corrective insulin dose of eight units, which led to experiencing hypoglycemic symptoms; like sweaty hands. The user went to the hospital and the blood glucose value obtained there was between 98 mg/dl and 100 mg/dl. He did not receive any treatment, but on the way back home drunk some orange juice.

Manufacturer narrative:
Correction - the brand name was updated in section d1. Chapter g: manufacturer data updated.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.